Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's thermistor, power management board, detachable battery connector and sensor board were replaced to address the issues. An internal leak was observed. The device's tubing kit was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an internal leak and a "service required" alarm condition. The device's tubing kit , thermistor , power management pca and detachable battey cable were returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the internal leak was found to be a small hole in the tubing. A short between the channel and the enclosure was found to be the cause of the issue with the thermistor. The power management pca and detachable battery cable were found to operate as designed.